Event description:
Pt alleged that device is going into stop mode without pt pressing any buttons. Pt also has a concern with hearing beeps, and the fact that the device did not generate an error prior to going into stop mode. No treatment was received as a result of this incident.